Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was charging slowly. During troubleshooting with tandem technical support, the customer was instructed to try to charge the pump using a different usb cable. It was confirmed that the pump was able to be charged successfully with a different usb cable. Customer reported blood glucose level was 140 (mg/dl). A replacement usb cable was sent to the customer.